Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/25/2015 with the following findings: several cs-127 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the pump history and black box data. The pump was exercised for 24 hours, during which no cs-127 'call service alarms' were observed: the reported issue was not duplicated. The pump case was removed, and the reference voltage at the c38 component was found to be below the lower specification limit. The c38 component was removed, and the reference voltage returned to levels within the specifications; a failure of the c38 component caused the out of specification reference voltage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a cs-127 ¿call service alarm¿ occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.